Manufacturer narrative:
(B)(4). The asahi fielder xt is filed under a separate medwatch report number. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported difficulty removing the bdc from the guide wire was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an emergent procedure to treat a 100% clotted saphenous graft to the obtuse marginal. A thrombectomy with angiojet was performed. Then, the trek rx 4.0 x 30 mm balloon dilatation catheter was advanced over the xt fielder guide wire and inflated 3 times to 14 atmospheres but when the trek rx was being removed, it froze on the wire. The balloon was fully deflated prior to removal. Both devices were removed as a single unit. There was no reported resistance during removal of the stylet or protective sheath. There were no adverse patient effects and no clinically significant delay. No additional information was provided.